Manufacturer narrative:
Findings: unit received alarming failure of flash memory followed by a new software release detected due to poor/fracture solder joints. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a watchdog timeout, display anomaly or unexpected restart alarm due to f failure of flash memory and new software release detected alarm. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarms. Customer's blood glucose at time of incident was 140 mg/dl. Customer stated the alarm received was failure of flash memory, new software release detected, watchdog timeout and unexpected restart alarm. The customer was advised the error table indicates the pump should be replaced. The customer was advised that we are sending replacement pump.